Event description:
A caller reported that the t:slim x2 pump battery would not charge, leading to a power source alert with code alert 07. The issue initially resolved itself before the customer contacted support. There was no adverse impact on the customer¿s blood glucose level as a result of this incident. To address the situation, technical support decided to replace the pump and charging supplies due to an overheating issue. No further assistance was deemed necessary.